Event description:
It was reported by the affiliate that during a lap gastrectomy procedure, the pad of the device tip was broken. It is unk how the procedure was completed. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.